Manufacturer narrative:
Product ID neu_wrench_acc; product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during a stage 2 surgical procedure, it was not possible to insert the lead into the header block. The lead could be inserted 3/4ths into the header block but it was not possible to fully insert it and it did not connect to the ins. An attempt was made to ¿back out the setscrew some¿ but that didn¿t address the issue. An attempt was also made to insert the lead directly into the implantable neurostimulator (ins) port but this didn¿t address the issue either. The reporter indicated that they didn¿t want to damage the lead so they used a new ins and the lead went into the header block of that ins ¿fine¿. Stimulation was turned on for the patient after the procedure and patient was doing ¿good¿. It was later reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant product: product ID neu_wrench_acc, product type accessory. Analysis of the implantable neurostimulator found no anomaly. A known good lead could be inserted completely into the connector port without difficulty. X-rays of the balseals did not show any anomalies. Analysis of the wrench accessory found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.